Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site was in the hospital for generator change and vad team made decision to change controller due to time on device and use of the controller (<2years). There were concern over internal battery capacity/life and potential failure with double power disconnect alarm. An elective controller exchange was performed and it was stated that the patient tolerated well. Following controller exchange the "no power alarm was tested" and the controller did not alarm when power removed. Controller was then exchanged. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing as a result of the no power alarm remaining silent when both power sources were disconnected from the controller. The device passed external visual inspection but failed functional testing as a result of the controller's internal battery (bt1) that supplies power for the "no power alarm" was found depleted and with signs of leakage (cell batt+). The most likely root cause of the reported event may be attributed to a leaky nimh battery. Heartware has opened an internal investigation to address the issue of controller "no power" audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.